Event description:
The customer reported via phone call that she had a button error and the button was stuck on the insulin pump. Customer stated that she will try to leave the battery and put the pump in the rice to see if the button releases.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.